Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed leaking from the open mode probe on the cell-dyn ruby analyzer. Abbott field service was dispatched. The abbott field service representative (fsr) stated that while troubleshooting the issue on (B)(6) 2017, he splashed a drop of bleach in his right eye. The bleach was not contaminated with any patient sample. He was seen by his optometrist and antibiotic drops were prescribed and used as a precaution. No further complications were experienced due to the eye splash incident.

Manufacturer narrative:
Investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and instrument service. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Review service history for serial number (B)(4) did not find any similar incident. Review of the complaint information found no product deficiency was identified for the cell-dyn ruby analyzer, list number 08h67-01. No malfunction was identified because this issue did not involve the instrument itself. The fsr was making a diluted bleach solution for cleaning and flushing the syringe when the splash incident occurred. The device met performance specifications and claims.

Manufacturer narrative:
Additional information regarding the event was received on (B)(6) 2017. The field service representative (fsr) was filling a syringe with bleach to perform cleaning/flushing of the cell-dyn ruby analyzer. The fsr was wearing protective eyewear, labcoat and gloves. The bleach splashed up undereneath the protective eye wear and into his eye. The fsr immediately went to the eye wash located in the lab and flushed his eye with water for 10 minutes. The bleach that splashed into his eye was bleach from the manufacturer container. The fsr was transferring the bleach in order to make the dilution used for troubleshooting procedures. No body fluids (biohazardous materials) were cotained in the bleach or syringe. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.